Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post-implant, an alert was triggered for out of range impedance. During revision it was noted that the setscrew had not been tightened properly during implant. The right ventricular (rv) lead coil pin was loose. The lead was reinserted and the setscrew was tightened. The implantable cardioverter defibrillator (ICD) and rv lead remain in use. No patient complications have been reported as a result of this event.